Event description:
The customer's wife initially called for assistance with removing the battery cap. The wife then stated that the customer had been hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. Unable to troubleshoot further since the insulin pump had a low battery and the customer couldn't remove the battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.